Event description:
Boston scientific received information that the left ventricular (lv) lead was dislodged. Additional information received from the local boston scientific field representative that during routine follow-up, the lead exhibited loss of capture (loc). Lead dislodgement was confirmed through fluoroscopy during lead revision. The lead was explanted and replaced with new lv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Inspection of the electrode tip found no anomalies. Laboratory testing was unable to identify any characteristics or lead damage which would lead to the clinical observation of dislodgement.

Event description:
--